Manufacturer narrative:
Other relevant device(s) are: micra. Model #: micra-delsys / expiration date: 28-may-2020 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 11-dec-2018 labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) exhibited high thresholds. It was also reported that it was difficult to control the delivery system (ds) catheter, that it lost maneuverability and that it was not possible to manipulate the delivery system when attempting to deploy the tines to allow for secure fixation and implant. The ipg and ds were explanted and replaced. No patient complications have been reported as a result of this event.